Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer attempted to resolve the occlusion alarms by changing their infusion set site multiple times but the occlusion alarms continued. The customer's blood glucose (bg) levels were between 400-500mg/dl. The customer reverted to their back up therapy pump to address the bg levels. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.